Manufacturer narrative:
Correction: h6 (device codes), h7 (should be blank on initial report), h9 (should be blank on initial report). Additional information: d10. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had bad ail sensor. No additional information was provided. There was no reported patient involvement.

Event description:
It was reported that the device had bad ail sensor. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corroded logic board for bad ail sensor error. Keypad recall completed. Replaced corroded ail sensor and replaced corroded/fluid ingress bezel. A review of the device history record showed the device had a manufacture date of 20 jul 2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the logic bd assy lvp 8100 m2. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA#'s noted for the following parts replaced that have an already existing CAPA. CAPA#: ca-2014-0605 for lvp bezel fluid ingress. CAPA#: ca-2014-0284 for lvp air in line.

Manufacturer narrative:
A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacturer date of 20jul2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had bad ail sensor. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device had bad ail sensor. No additional information was provided. There was no reported patient involvement.